Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a pacemaker placement, the device kept breaking while suturing, one product was already detached from the strand. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the welded loop of the device broke at the end of the procedure. The surgeon was using a continuous suturing technique. Another suture was opened to complete the case.

Manufacturer narrative:
Investigation summary: post market vigilance (pmv) led an evaluation of one device. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The foil was inspected with light assisted microscopy with no abnormalities. Pmv performed functional testing which included a needle attachment test on the sealed sample and the results exceeded the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.